Event description:
The customer reported that the paddles would not deliver shock when the buttons were pressed. There was no reported pt involvement or impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.